Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting a constant tone. Upon interrogation, a message was displayed indicating a possible device malfunction had occurred.